Event description:
The right ventricular (rv) lead had a lead integrity alert (lia) triggered due to high-rate non-sustained episodes and high sensing integrity counter (sic) due to oversensing. The rv lead was initial programmed tip to coil after the initial lead integrity alert (lia). An inappropriate shock showed atrial undersensing. Following the shock, there was significant ventricular oversensing due to a lead integrity issue resulting in additional inappropriate shock. Evidence is suggestive of a lead integrity issue. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).